Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) was not working properly. There was no pt involvement.

Manufacturer narrative:
The reported issue was noted by the service tech at the subsidiary service center. There was no medical facility involved.